Event description:
It was reported that a pt had a cardiac catheter inserted and was on the bed, with the bed being at high height. Reportedly, the pt coded and clinical staff were unable to lower the bed. It was reported that hosp staff had to "work on the pt" with the bed in high height. It was reported that the pt was stabilized and sent back to surgery. No pt injury was reported.

Manufacturer narrative:
The calibration procedure was not followed as specified in the user manual.